Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal, leak, rotation, cap temperature, motor connection, cut, run noise, current draw, lighting, cap removal, water spray (no air), water spray (with air), and color cap depth. Quality personnel then investigated the attachment. Maximum temperature for the attachment head did not exceed requirements. Free run testing for 30 seconds resulted in a maximum temperature of 23.8 c. Free run testing for 1 minute resulted in a maximum temperature of 38.5 c. Testing ceased after one minute due to the attachment seizing up. Note: above test failures are not necessarily due to the attachment failing, but rather being a default failure when the handpiece seized up. During examination after disassembly, interior cap and set components exhibited debris and lack of lubrication. Head tail, tail, set and main drive dog gear assemblies all exhibited some wear and/or debris and corrosion. All components were dry and lacked lubrication. During examination of the internal components, it was discovered that the parts all were dry and lacked lubrication. The lack of lubrication may have caused accelerated wear on internal components due to increased friction. This accelerated wear then could have caused critical component tolerances to open up beyond specification. This in tum could cause the wear to accelerate at even a faster rate. Eventually, failure of the bearings and gears can cause instability around the vertical axis of the set assembly causing the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.